Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient underwent a procedure on (B)(6), 2014 to thin the skin flap. Infection was noted at the site. Subsequently a peripherally inserted central catheter was placed to administer intravenous antibiotics. The implanted device remains.